Event description:
It was reported a hematoma occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system was used to deploy and successfully implant a watchman laa closure device. After the closure device was released, a hematoma occurred. The heparin that was given intra-procedurally was reversed with 15mg of protamine. Pressure was held and a femstop was put on the patient's groin to control the hematoma. The following day, the patient had surgery performed on the right groin. They evacuated the hematoma and then repaired the vessels in the right groin. The patient is currently stable.